Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. Z-0956-2020. (B)(4). S/w 3.18e. The unit did not have a battery installed when received. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08730 inches. Unit had scratched case, pillowing keypad overlay and cracked retainer. Data analysis: (customer response: cust sts her husband passed away on (B)(6) 2018.). (B)(6) 2018 daily total of all insulin delivered = 40.925. (B)(6) 2018 daily total of all insulin delivered = 18.9. (B)(6) 2018 daily total of all insulin delivered = 17.7. (B)(6) 2018 daily total of all insulin delivered = 0.000. There was no data listed after (B)(6) 2018. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act."

Event description:
Complaints text (B)(6) 2018 12:21:24 marric2 RMA completed as having received pump back successfully. Hl is not expecting anything back at this time. Complaints text b)(6) 2018 12:52:35 xiongl7 created RMA 5957105 to receive pump. Shipped white box to address on file. Complaints text (B)(6) 2018 09:02:47 erp_rfc_user related svn (B)(4). Complaints text (B)(6) 2018 09:02:37 fedlec2. Initial notes: cust sts she is calling to report the passing of her husband. Inquired what led up to the complaint. Customer response: cust sts her husband passed away on (B)(6) 2018. Deceased reporting per dop114-980. First and last name of person reporting event: (B)(6). Best phone number to reach person reporting event: (B)(6). Relationship of person reporting event to the deceased: wife. Reporting party is aware of the deceased event details. Cause of customer passing as indicated by reporting party: heart failure. Location of customer¿s passing: home. Date customer was admitted to hospital, emergency room or hospice (if known): not admitted. Bg at time of admission to hospital, hospice and/or emergency room, (if known): not admitted. Does reporting party indicate other health issues or illness that may have contributed or led up to passing? Heart issues. Does reporting party recall the initial onset or timeframe of health issue or illness? He had heart issues for a while. Was pump worn at the time of passing? Yes. Pump material number: mmt-1780kpk. Pump serial number: (B)(4). Infusion set material number: mmt-386. Infusion set lot/batch: unavailable. Reservoir material number: mmt-332a. Reservoir lot/batch: unavailable. Name of glucometer being worn or used (ascensia, lifescan, etc.): ascensia contour. Transmitter material number: mmt-7811. Transmitter serial number: (B)(4). Sensor material number: mmt-7020a. Sensor lot/batch: unavailable. Customer's outcome pertaining to the complaint: cust was able to fill out a deceased report. Additional notes: cust wishes to return her husbands pump to mdt. Cust sts she has a ups store within walking distance of her house. Cust unable to provide lot#s due to not having them with her. Ship: nothing / return: nothing. (B)(6) 2018 18:01:39 pst. Batch user (batch) phone (B)(6). (B)(4).